Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name indura; product ID 8711 (serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2012; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via company representative regarding a patient with an implantable pump containing gablofen (2000mcg/ml at 387.1 mcg/day, simple continuous). It was reported that the healthcare provider was preparing to aspirate the patient's catheter because the patient recently had it filled and was experiencing withdrawal type symptoms. The pump was filled on monday. The patient was experiencing a headache, insomnia, shaking, itching, and increase in spasticity. According to the provider, she emptied the pump and showed that it was accurate with daily infusion and concentration. The amount of drug remaining in the pump was consistent with what was being read on the tablet. The provider emptied the pump yesterday to ensure there was no pocket fill and that the pump was administering drug as it should. The remaining drug in the pump was consistent with what that tablet was showing. The provider attempted to aspirate the catheter through the catheter access port (cap) but was unable to gain access. She said she wasn't able to gain access due to a lot of extra tissue over the pump. She made multiple attempts. The pump was refilled with new baclofen. The infusion rate was increased. Today the patient was doing better. The issue was reported to be resolved at the time of this report.